Manufacturer narrative:
(B)(4). This event is only being reported to document that the available information gives no indication that there was any device or user fault related to the pt death. There was no allegation or indication of any malfunction or any difficulty in being aware of the pt or delivering timely therapy. No more investigation is warranted for this complaint.

Event description:
The customer reported that a pt who had been monitored had expired.